Event description:
As reported to customer relations via phone conversation with (B)(6) (covering for the (B)(6)) "issue a product complaint on behalf of(B)(6) at musc ashley river tower (B)(4), who deployed a 7x80 zilver ptx stent to treat an external iliac after sizing with ivus and post dilated. He then tried to drive his sheath through the stent with the dilator in place and had the distal third of the zilver ptx stent fracture and embolize." Per phone conversation with (B)(6): it was a terumo 7fr sheath the physician was using. The wire the physician was going over was a .014 (type unknown) - not a .035 wire. He took a 7x120 balloon and post-dilated the stent. Once ballooned the physician 're-ivused' to ensure that he had good wall apposition with the stent. Note: resistance was felt on the distal third of the device. The physician backed it up, twisted it, and re-advanced it. It was during this time when the physician noted it had separated. Note: the distal third that embolized, the physician re-ballooned the remaining portion (that is in the external iliac). The physician plans to monitor the patient from this point. Did any unintended section of the device remain inside the patient¿s body? - no. · please describe the object and how it was retrieved: did the patient experience a delay or require any additional procedure due to this occurrence? - per dm, see above event description. · please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - none reported to the dm. Has the complainant reported that the product caused or contributed to the adverse effects? - none reported to the dm. · please specify adverse effects and provide details. Any manufacture additional questions will be determined when the gpn / rpn is provided. -(B)(4).

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the off-label use confirmed on (B)(6)-2022 and subsequent completion of the investigation.

Manufacturer narrative:
PMA/510(k) # p100022/s014 device evaluation the zisv6 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review as the zisv6 and lot number of the complaint stents is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zisv6 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0117) states the following: ¿¿ the zilver ptx drug-eluting peripheral stent is intended for use in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal arteries¿¿ and '¿ to ensure adequate support of the system, introduce a 0.035 inch wire guide.'' There is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause off label use was identified. From the available information it is known that the stent was placed in the external iliac vein. It should also be noted that the user used a non-recommend size 0.014 wire guide. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The distal third that embolized, the physician re-ballooned the remaining portion (that is in the external iliac). The physician plans to monitor the patient from this point. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Device evaluation: the zisv6 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the zisv6 and lot number of the complaint stents is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zisv6 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: it should be noted that the instructions for use (ifu0117) states the following: ¿¿ the zilver ptx drug-eluting peripheral stent is intended for use in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal arteries¿¿ and '¿ to ensure adequate support of the system, introduce a 0.035 inch wire guide.'' There is evidence to suggest the user did not follow the IFU. Image review: the complaint of zisv6-35-125-7-80-ptx fracture and distal fragment embolization is confirmed. Along with the complaint report description, the fracture and embolization were caused by sheath manipulation after stent deployment. This required entrapment of the stent on and/or in the sheath. The .014 wire rather than an .035 wire would have allowed a space that could entrap a stent wire. The stretching and concertinaed distortion of the stent was consistent with the reported retraction and readvancement. Image quality was insufficient to demonstrate evidence of twisting. Root cause review: a definitive root cause off label use was identified. From the available information it is known that the stent was placed in the external iliac vein. It should also be noted that the user used a non-recommend size 0.014 wire guide. Summary: complaint is confirmed as the failure was verified in the image. Stent fracture and distal fragment embolization is confirmed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The distal third that embolized, the physician re-ballooned the remaining portion (that is in the external iliac). The physician plans to monitor the patient from this point. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental MDR being submited due to additional information recieved on 09-sept-2022 which confirmed ae due to requirement for angioplasty stent in proximal bypass. Imaging review and subsequent investigation completion on 26-sept-2022 and 29-sept-2022. Answers to additional questions on 09-sept-2022: 1. Are images of the procedure available ? Yes, both images are attached. 2. Was the device flushed before the procedure, as per IFU? N/a, yes, no. 3. Were there any issues with flushing of the device? N/a, yes, no. 4. Details of the access sheath used (name, fr size, length)? 7 fr x 45 or 55 cm sheath. 5. Details of the wire guide used (name, diameter, hydrophilic)? .035 most likely amplatz. 6. What approach was used to access the target site? Contralateral, ipsilateral, antegrade, retrograde, other please specify for other: _, 7. If contralateral, was the bifurcation angle steep? N/a, yes, no. 8. What was the target location for the stent? External iliac. 9. What artery was the stent placed in? Proximal sfa, mid sfa, distal sfa, at the ostium of the profunda, p1 (proximal popliteal), other please specify for other: external iliac stent embolized to bypass. 10. Was the wire guide removed from the patient prior to advancing the delivery system? N/a, yes, no. 11. If removed, was the wire guide wiped prior to advancement of the delivery system? N/a, yes, no. 12. Did the stent delivery system cross the target location? N/a,yes,no. 13. Was pre-dilation performed ahead of placement of the stent? N/a,yes,no. 14. Was the patient¿s anatomy difficult or altered? Previous bypass, tortuous, calcified, altered, other if other, please specify: had a bypass distal to target location but nothing in iliacs. 15. Was resistance encountered when advancing the wire guide? N/a, yes, no nothing outside the normal scope of crossing the lesion and confirmed intraluminal location. 16. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. 17. Was resistance encountered when deploying the stent? N/a, yes, no. 18. How did the physician deal with any resistance encountered? N/a. 19. Was the stent fully deployed in the patient before removing the delivery system? N/a, yes, no. 20. After deployment did the stent show signs of any of the following: compression, fracture, deformation, constraint, elongation, other if other please specify: no. 21. Was post-dilation performed after the placement of the stent? N/a,yes,no. 22. Did any portion of the device break off? N/a, yes, no. If yes please state what part: distal portion of stent broke off 23. When did the device break? N/a, prep, advancement, deployment, withdrawal, after removal post dilation. 24. Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? N/a, yes, no. 25. Thumbwheel only ¿ was the retraction sheet being held during deployment. N/a, yes, no. 26. Did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? N/a, yes, no. 27. If yes, was the stent partially deployed? N/a, yes, no. 28. If yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? N/a, removed, deployed. 29. If removed, did any part of the stent fracture during removal of the delivery system? N/a, yes, no. 30. Was the delivery system kinked or twisted during advancement or deployment? N/a, yes, no. 31. Please advise if and when any damage was observed on the; wire-guide n/a, yes, no. Prior to use, during use, post procedure delivery system n/a, yes, no prior to use, during use, post procedure. If yes, please specify (e.g. Kinked or twisted): 32. Did the patient require any additional procedures as a result of this event? N/a, yes, no had to angioplasty stent in proximal bypass. 33. What intervention (if any) was required? See above. 34. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 35. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no 36. Please specify if yes. 37.what is the gpn of the complaint device? G38488. 38. What is the lot number of the complaint device? Unknown. Imaging completed on 26-sept-2022: impression: 1. The complaint of zisv6-35-125-7-80-ptx fracture and distal fragment embolization is confirmed. 2. Along with the complaint report description, the fracture and embolization were caused by sheath manipulation after stent deployment. This required entrapment of the stent on and/or in the sheath. The .014 wire rather than an .035 wire would have allowed a space that could entrap a stent wire. The stretching and concertinaed distortion of the stent was consistent with the reported retraction and readvancement. Image quality was insufficient to demonstrate evidence of twisting.